Event description:
It was reported that the patients ipg incision site had opened. It was noted that the skin was healing slowly but the wound was not as well closed as expected. The patient was given antibiotics. The incision was looking much better.